Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The physician's office reported that the patient was last seen on (B)(6) 2014 and that the device was being adjusted upward to 2.25ma. The patient was scheduled to be seen the following month. The patient's nursing home was asked to keep a detailed log of the patient's seizures to see the progress. The physician's office has not heard from the nursing home, so the physician's office indicated that this is perceived as a good sign.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has been feeling more depressed. The notes indicate that the physician suspects that the generator is nearing end of service. The notes indicate that the patient would be referred for generator replacement. The notes indicate that the plan is to continue with the antiepileptic medications. Further follow-up revealed that the patient was referred for generator replacement based on the patient's clinical symptoms. The nurse indicated that she did not think that the generator was at end of service or near end of service. It was reported that the increased depression could be related to the suspected depleting generator. No surgical intervention has occurred to date.